Manufacturer narrative:
The sample is not available for evaluation. Should additional information becomes available a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). A sample was not available for evaluation, however, a labeling review was performed because the customer was not aware that the first step on the label directs the user to secure all in-line luer connections. The customer facility is now aware that all in-line luer should be tightened prior to use.

Event description:
The customer reported an unknown quantity of clearlink catheter extension sets in which the set was not connected tight and caused a leak. The facility recently converted to clearlink from a (B)(4), and they staff was not ensuring a tight connection. The baxter sales representative and a clinical specialist visited the facility and the staff is now ensuring the connection is tight and have not had additional problems. The condition was resolved through the on-site visit. There was no patient injury or medical intervention. No additional information is available.